Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that the sensor light did not blink and that a cannula was missing out of a sensor. The customer's blood glucose level was 138 mg/dl. The customer was informed that the product would be replaced. No further details were provided.